Manufacturer narrative:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging that bedside table was burned by the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that the power supply returned with the device a wrong power supply (12vdc). Then plugged in a pil supplied known good power supply and initiated therapy with the device and verified airflow. Because of the complaint thermal issue, additional testing was performed. Pil used the returned patient device and humidifier in conjunction with the pil known good power supply to conduct thermal testing, pil observed stress fractures and water leakage with the returned humidifier tank. The humidifier heat was set to level 5 and the heated tube was set to level 5 during the temperature testing. Pil observed the following from an external and internal inspection: unknown black specs of contamination on the rear panel. Black contamination, consistent with keratin, at the air outlet of the blower box, brown dust-like contamination at the air inlet on the blower box, there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Flip lid seal was discolored and had unknown contamination on it. Many tiny black potential hairs/fibers inside of humidifier enclosure. Dry box seal was discolored and had unknown black potential hair/fiber on the dry box. The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Complaint was not confirmed. 0 error log was found. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging that bedside table was burned by the device. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.